Manufacturer narrative:
Device evaluation of battery packs sn (B)(4) has been completed. The reported problem (battery faults) has been confirmed. Upon investigation all battery packs were unable to recharge or power on a monitor. The f1 fuse was open in all four battery packs. The cause for the open fuses was excessive current. The root cause for the excessive current was unable to be positively identified. No adverse event resulted from the defective equipment.

Event description:
A us distributor reported that a patient was experiencing battery pack faults.